Manufacturer narrative:
G4: 15may2020 b4: (B)(6)2020 the customer reported to have tried troubleshooting with multiple mmi cables and suspected one of them to have been faulty as the cable was replaced again and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the some places of the touchscreen are unresponsive. There was no patient involvement. Technical support provided remote assistance to the customer. The customer reported to have already replaced the touch frame, the man-machine interface (mmi) printed circuit board assembly (pcba), and the cable between them in an attempt to resolve the problem. Technical support advised the customer to replace the digital, analog, central processing unit (cpu), or main pcbas for troubleshooting. The customer reported that replacing these parts did not resolve the problem so they will continue troubleshooting with technical support.